Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device received with no button response due to flattened (act, escape, act and down) button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. No button error alarm noted. Unable to verify motor error alarm and perform self test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test and excessive no delivery test due to no button response. Motor passed motor test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the insulin pump had button error alarm as well as motor error alarm. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.